Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis optiblue monofocal intraocular lens (model pcb00v, 15.5 diopter) was explanted from patient's operative eye in a secondary procedure because of unexpected postoperative refraction. The surgeon was aiming at emmetropia, however the postoperative refraction of the patient was considerably misaligned (-7.0d). A non- johnson & johnson surgical vision, inc. Intraocular lens was used as the replacement lens for the patient. The patient¿s distance visual acuity is reported to be good now. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 03/15/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles on lens related to the handling of the unit out of a sterile environment. Residue of lubricant material was also observed on lens. One of the haptics was observed distorted. No damaged was observed to the other haptic. Based on the analysis of the returned product, there is no indication of a quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.